Event description:
It was reported that the patient visited the ER (emergency room) for an unspecified medical condition. Patient reported the pod was removed at the ER. No further information about the ER visit is known. Three attempts were made to contact the patient for additional information but were unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. No lot release records were reviewed, as the product lot number was not provided.